Event description:
The manufacturer received information alleging a ventilator service required occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was replaced to address the issue. The system board was proactively replaced on the device. Additional findings not related to the malfunction/issue was the universal serial bus extension cable was damaged. The part was replaced on the device. After the parts were replaced, final and run-in tests were performed, along with a battery and valve checks. The device was operational and cleaned.